Event description:
During rotablation of the lesion a perforation had occurred. The pk papyrus covered stent system was selected for treatment but could not be advanced. After withdrawal it was detected that the distal side of the stent was deformed. A guidezilla was introduced and another pk papyrus stent implanted. The perforation was sealed.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e. Several struts are bent. Judging from the x-ray markers the stent is displaced on the balloon by about 2 mm in distal direction. Stent imprints were observed on the exposed balloon surface, indicating that the stent was initially crimped centered on the balloon. The balloon is well folded and shows no signs of inflation. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.